Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser probe was unable to be inserted into the trocar during a cataract/vitrectomy procedure. The laser probe was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
No further information was obtained from this customer. However, the product was returned for evaluation. The probe was manufactured on march 20, 2018. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample revealed bent nitinol and excess adhesive on the nitinol-cannula junction. The sample was inserted through a 25ga trocar cannula and it was found (stuck) in the cannula replicating the reported event. The root cause of the reported event can be attributed to excess adhesive on the nitinol-cannula junction. An internal investigation was opened on this issue. The manufacturer internal reference number is: (B)(4).